Manufacturer narrative:
The hospital provided the logs to ge healthcare (gehc) for analysis. Based on the analysis, gehc recommended to the hospital to replace the high powered display unit and the anesthesia control board.

Event description:
The hospital reported that, during a case, the unit alarmed that mechanical ventilation was not available. There was no reported patient injury.